Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium electrode (na), potassium (k), and chloride (cl) on a cobas 8000 ise 1800 module. The initial na result was 157 mmol/l. The repeat result was 140 mmol/l. The initial k result was 5.23 mmol/l. The repeat result was 4.61 mmol/l. The initial cl result was 92 mmol/l. The repeat result was 108 mmol/l. The sample was repeated as the na result was critical. The repeat results were believed to be correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number was dwg; the expiration date was not provided. The cl electrode lot number was dvf; the expiration date was not provided. The k electrode lot number was dty55; the expiration date was not provided.

Manufacturer narrative:
The na electrode expiration date was 21-apr-2026. The k electrode expiration date was 08-apr-2026. The cl electrode expiration date was 04-feb-2026. The customer stated qc was acceptable. The field service engineer (fse) found the event was due to sample contamination due to improper mixing. The fse adjusted bent dispense nozzles and performed instrument checks, calibration, and qc. The investigation determined the event was due to a maintenance issue.